Event description:
After positioning treatment couch top, couch began to rise on it's own. Lamps on couch buttons go dim when this occurs. Operator used emergency off switch to stop the motion. Pt was not injured. Problem is intermittent but can be reproduced.